Manufacturer narrative:
The original intended procedure was cardiac catheterization with selective coronary angiogram of the left and right coronary arteries, balloon angioplasty and stenting of the circumflex. The balloon was first inflated at 6 atm with no problem, then it was inflated to 7 atm. It was reported that on the 3rd inflation at 8 atm the balloon lost pressure at 6 seconds. It was reported that there was a leak of dye from the balloon indicating a rupture. The balloon was deflated, and the catheter was removed. A second catheter was required to complete the procedure. The balloon was inspected balloon and it was determined that no part of the balloon remained in the patient. Physical inspection of balloon did not reveal any missing parts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear from the proximal cone to the mid-section of the balloon. The balloon material was uneven at the tear site. There was no lead in scratches evident proximal or distal to the tear site. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora rx ptca balloon catheter was attempted to be used to treat a mildy calcified, moderately tortuous lesion exhibiting 99% stenosis in the mid proximal obtuse marginal (om). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon rupture occurred during balloon inflation. The balloon was firstly inflated to 10atm for 10 seconds, then to 12 atm for 9 seconds and it was reported that on the 3rd inflation at 8 atm the balloon lost pressure at 6 seconds. The patient is alive with no injury.